Event description:
Catheter was being repositioned due to placement in right atrium. Veniguard was removed to allow the catheter to be repositioned and as veniguard was pulled off at distal end of catheter, near fixation wings, the catheter broke. All 11cm of catheter inside the arm was removed.